Event description:
It was reported that the asymptomatic patient presented in clinic for routine scheduled follow-up. Upon interrogation of the device, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. The device was reprogrammed. The patient remained stable before, during and after the device interrogation.